Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# bdu7da. Triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# clc7n. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 6rjd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon explanted triathlon primary tka implants from a right infected total knee and placed a temporary spacer. Original surgery was (B)(6) 2018 and an I and d with tibial insert exchange was done on (B)(6) 2018.